Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete product and event information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2023-00198, 1627487-2021-01669, 1627487-2021-01670. Additional information was received that the patient's ipgs were explanted. The patient's leads had high impedances which prevented the patient from entering MRI mode and as a result they were cut and left implanted. Follow up indicated the patient was doing well post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient's leads were explanted and the leads and ipg were replaced. Effective therapy was established postoperatively.